Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of rewh0456 showed no other similar product complaint(s) from this lot number.

Event description:
Line snapped during removal.